Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined. The root cause of the positioning issue was most likely use related to improper fixation technique. The root cause of the product damage (sterile sleeve) issue was not determined since product was not returned and the clinical information is inconclusive. Potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that an implanted impella 5.5 pump experienced persistent positioning issues during patient support. It was noted that the pumps positioning was flipped from the preferred orientation for which repositioning was unsuccessful in resolving. In addition, roughly four days into support, the sterile sleeve broke apart overnight. The site was cleaned and the area was wrapped in transparent film dressings. The staff provided an extra fixation at the site to reduce movement. Three days later, the patient had runs of ventricular tachycardia (vt) for which defibrillation was administered. Concerns of the pumps positioning were renewed as a result of the vt and the patient's left ventricle was noted to be decompressed compared to the previous week. Due to the torn sleeve and unsuccessful attempts at repositioning, the decision was made by the staff to maintain support with the current positioning until a final decision could be made on the patient's plan of care.